Event description:
The patient had a gunshot wound to his eye in 1964 & had a choyce cosmetic anterior chamber iol implanted in england in 1984. Due to severe trauma, there is inadequate remaining iris, causing multiple dislocation of the implant. To date the patient has had 5 repositionings of the iol, occurring on 12/10/87, 12/5/89, 1/4/90, 9/5/91 &, most recently, 9/19/92.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - human factors. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.